Event description:
An altitude alarm was reported by the customer's pump, causing the suspension of insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer support instructed the caller to clean the speaker holes and reconnect the cartridge, but insulin delivery could not be resumed. The caller was then advised to load a new cartridge, which allowed insulin delivery to resume, but the alarm recurred shortly after. The customer reverted to an alternate method of insulin therapy.